Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a symfony intraocular lens (iol) was implanted in the patient's operative eye more than 6 months ago. Reportedly, the patient has declined the symfony lens chosen for the (companion eye) second eye's surgery because of issues with halos and glare that have still not been resolved since surgery. No additional information was provided.

Manufacturer narrative:
Additional information received reported the model of the lens was a zxr00 and the diopter was 19.5. Also, the lens was implanted on (B)(6) 2017. There was no patient injury, the operative eye was the right eye, the patient is a (B)(6) male, and the patient states it's difficult to drive at night. Reportedly, there has been no secondary surgical or medical intervention performed or planned. No additional information was provided. Therefore the following fields were updated: (B)(6). Gender/sex: male. Model number: zxr00. If implanted, give date: (B)(6) 2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: a review of the manufacturing records could not be performed as the serial number of the lens was not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.